Event description:
The customer reported that red alarms were not functioning. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that red alarms were not functioning. No pt harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the pt need for add'l therapy. Sometimes the issue may be determined to not be a malfunction but related to a configuration of the obtv (alarming permissions based on the hosp protocol, and or lowered audible sound at the fetal monitor). The service record states that this issue was resolved by assisting the user with user configuration changes. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.